Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the device intraoperatively. During a laparoscopic robotic procedure, the cartridge from the challenger fell into the patient. It was retrieved; there was no patient harm or intervention required. It was noted that the cartridge was then re-loaded correctly. Additional information was not provided.

Manufacturer narrative:
MFR site: contact information updated due to expiration of exemption e2014018. Manufacturing site evaluation: investigation: the investigation was carried out visually and microscopically with digital microscope vhx-5000 keyence (eq.- nr. (B)(4)) and a panasonic dmc tz8 digital camera. During visual inspection the tip was confirmed broken off. Additionally, wrongly positioned clips were detected. During optical examination of the fracture surface, no abnormalities were discovered. Furthermore, visible damage was seen on the lateral webs and the slider sheet was deformed. Batch history review: the device quality and manufacturing records were reviewed for this lot number and found to be according to specifications, valid at the time of manufacturing. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problems is most probably usage related. Rationale: according to the quality standard and the DHR files, a material defect and production error can be excluded. No pores or inclusions could be found on the point of rupture. Investigation indicates that the broken off tip, wrong positioned clips, visible damage and deformed slider sheet were caused by improper handling. The broken off tip could have occurred due to contact with another instrument during application. There is a possibility of assembly error which can result in pre-damage. The breakage could have resulted due to any pre-damage during applications. The slider sheet was likely caused by too fast application. Too fast application likely also resulted in the malpositioned clips. The visible damage on the lateral webs was also likely caused by assembly. Again, no manufacturing relationship to these conditions is established. Corrective action: according to sa-de13-m-4-2-04-000-0, no CAPA is necessary. Reports of this type will continue to be monitored for any trend.